Manufacturer narrative:
E1: (B)(6). Prefecture device returned to manufacturer: a visual examination of the stent found signs of stent damage. Stent struts from the proximal end to the middle of the stent were lifted and pulled proximally.the undamaged stent outer diameter was measured using snap gauge and the result was 0.0430, this is within maximum crimped stent profile measurement as per document # 50697130-40. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. Examination of the hub and strain relief via scope did not identify any issues. No other issues were identified during the product analysis.

Event description:
It was reported that a patient underwent renal cryoablation using four icerod cx needles. The needles passed integrity testing with no issues detected. Immediately after the first and second freeze cycles were stopped, the patient experienced electrical shock. The patient had temporary pain, but no injury was noted and the case was completed successfully. The patient also presented with a post-procedural skin burn from the gray needle tubing lying on the patient protected by a thin sheet. The burn was first, possibly second degree with no signs of necrosis. Non-prescription burn cream was recommended for treatment. This event is being reported for the muscle spasm event.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that the hypotube was separated in the guidewire port part. The target lesion was located in a vein side. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During removal from the hoop, the hypotube was bent in the guidewire port part. The bent was tried to be recovered, but the hypotube was completely bent, and separated in the guide wire port part. There were no fragments left in the body. The procedure was completed with another of same device. No patient complications were reported.